Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report for defib self-test failure was not verified during initial testing. The device was put through extensive testing including bench testing, power cycling and defib functional stress testing without duplicating the report. The processor/bridge/pace (pbp) board was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.